Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 07/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box data and the alarm history revealed multiple records of slave communication alarm (call service alarm 012). The returned battery cap was intact and without damage. The battery compartment was also intact and without damage. The pump was powered on and ez-prime steps performed without the occurrence of call service alarm 012. There were no errors, alarms or warnings during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications.